Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a "patient underwent an l4-l5, l5-s1 posterolateral fusion using rhbmp-2/acs on (B)(6) 2008. On (B)(6) 2013, the patient underwent a revision surgery removing unspecified hardware at l4-s1. Imaging studies reportedly revealed that the patient developed bony overgrowth ¿at or near where the infuse was implanted¿ and nerve compression. The patient also reportedly has severe injuries, ¿including but not limited to¿ chronic pain and radiculitis."